Manufacturer narrative:
Product analysis: analysis noted that the printed circuit board (pcb) was worn out and the low battery alarm was not functioning correctly. The device was returned to the customer without repair and the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.